Manufacturer narrative:
This event occurred on an unspecified date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the injection port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between september 19, 2017 - september 20, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak from the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.